Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly ad passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 577 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.